Event description:
It was reported that the device was ¿no longer connected.¿ however, the reporter then confirmed that the implantable neurostimulator (ins) and leads were intact. It was thus not clear what was meant by ¿no longer connected.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown, serial# (B)(4), implanted: (B)(6) 2003, product type: unknown. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).